Event description:
The customer reported the split septum is not sealing tightly around the catheter. Fluid leaked around the 18g blunt cannula during a normal saline push. There was no patient/staff harm and medical intervention was not reported. No further patient or event information was provided.

Manufacturer narrative:
(B()4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.